Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. While trying to connect the wireless recharger (wr) to the micro ins, it was reported that the rep continued to see "searching for device", then the wr would connect for a brief 30 seconds and go back to searching. Technical services asked the rep to move the wr over the ins so that the circles were more lateral to the header block. During this time of "searching" the rep reported seeing service codes: (B)(4). They reset the wr, redocked the wr, and turned off the app and handset. They tried again and still saw "searching for device". After some time, rep was able to see wr connected (while wr was not in belt) and it stayed connected for longer time. Technical services and the rep then decided to try in belt to which we had no success ever getting connected to ins after multiple attempts. Rep then tried demo wr to which is connected quicker but still took a min or so to find ins. Then it would lose connection after a few minutes. The rep tried moving it all over the ins, where it would connect and disconnect. Went back to patient's wr, turned the volume down to mute, and attempted to connect only using wr and not using the wr application. This still did not improve the situation, it would search, then connect for 10-20 sec before searching again. The rep had the patient try different charging position such as sitting, standing, etc. Again this did not provide successful charging. At the end of call, they could not get communication for longer than 10-20 secs with patient's wr or rep's demo wr. Technical services transferred rep to mobility to get wr logs for patient's wr app and any other reports they can pull. Additional information was received from a manufacturer representative (rep). The rep reported that it was determined the patient¿s device was implanted too deep and they had a pocket revision to fix the issue.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the issue had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.